Event description:
It was reported to nova biomedical that a consumer received a result of 58 mg/dl on their blood glucose meter at 3:55pm. The consumer immediately performed an additional two tests using the same meter and test strips getting results of 68 mg/dl at 4:02pm and a 187 mg/dl at 4:04pm. Later, the consumer experienced a hypoglycemic event requiring medical intervention by paramedics. The paramedics tested the consumer getting a result of 38 mg/dl on their meter. They treated the consumer with an IV glucose. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.